Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation; therefore, device analysis could not be performed. A DHR (device history record) review was performed and no deviation was found. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." And "in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
It was reported that the coil protruded at the tip of the catheter. The target lesion was located in the mildly tortuous internal iliac artery (iia). A 8mm x 20cm interlock -35 coil was selected for use. During the procedure, it was noted that the interlock coil became detached inside a unspecified angiographic catheter. The coil was then removed together with the catheter. However, a part of the coil protruded at the tip of the catheter upon removal. The procedure was completed with another of the same device. No patient complications were reported.